Event description:
It was reported that the device setting would not go higher than 60 hertz 72 watts. It was noted that error codes 46 (fiber expiration date error), and error code 50 (fiber has reached maximum energy) was prompted. There was no report of procedure or patient involved. Boston scientific has been unable to obtain additional information regarding the event to date, the patient, and the procedure outcome, despite good faith efforts.

Event description:
It was reported that the device setting would not go higher than 60 hertz 72 watts. It was noted that error codes 46 (fiber expiration date error), and error code 50 (fiber has reached maximum energy) was prompted. There was no report of procedure or patient involved. Boston scientific has been unable to obtain additional information regarding the event to date, the patient, and the procedure outcome, despite good faith efforts.